Event description:
The patient's evoke spinal cord stimulation (scs) system had disconnected electrodes due to difficulties experienced during a previous procedure. The scs system was replaced. The revision procedure went well and the patient had good stimulation.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The patient's evoke spinal cord stimulation (scs) system had disconnected electrodes due to difficulties experienced during a previous procedure. The scs system was replaced. The revision procedure went well and the patient had good stimulation.

Manufacturer narrative:
The closed loop stimulator (cls) was returned to saluda for analysis. A portion of the lead was trapped in the cls port, and the distal portion of the lead was not returned. Inspection identified that the cls set screw had been fixated on the lead deforming the contact and resulting in the lead being entrapped in the port. This aligns with the reported disconnections on electrodes 1 and 2. Under-insertion of the lead followed by fixating the set screw caused both the reported disconnection and entrapment of the lead after explant. The cause of the lead not being fully inserted prior to fixating the set screw could not be conclusively determined. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.